Manufacturer narrative:
Conclusion: a temporal association likely exists between the liberty cycler/liberty cycler set and the pt¿s pseudomonas peritonitis event with subsequent hospitalization and transition to hd therapy. However, there is no documentation in the complaint file that supports a causal relationship. Additionally, there are no reported allegations of a liberty cycler/liberty cycler set device malfunction that is causally associated to the patient¿s pseudomonas peritonitis event. The etiology of the patient¿s pseudomonas peritonitis cannot be fully determined with the information currently available in the complaint file. Should additional information become available this clinical investigation will be re-evaluated. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy had a peritoneal dialysis (pd) effluent culture performed which revealed a white blood cell (wbc) count of 7645 microliter per liter (ul/l) and positive growth of the organism pseudomonas. Subsequently on (B)(6) 2017, the patient was hospitalized with peritonitis. During hospitalization, the patient was treated with vancomycin and ceftazidime. Additionally, the patient was transitioned to hemodialysis (hd) therapy inpatient. Details surrounding hd therapy in the hospital were unknown. The patient was discharged from the hospital on (B)(6) 2017 continuing hd therapy outpatient and antibiotic therapy with cefepime.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy had a peritoneal dialysis (pd) effluent culture performed which revealed a white blood cell (wbc) count of 7645 microliter per liter (ul/l) and positive growth of the organism pseudomonas. Subsequently on (B)(6) 2017, the patient was hospitalized with peritonitis. During hospitalization, the patient was treated with vancomycin and ceftazidime. Additionally, the patient was transitioned to hemodialysis (hd) therapy inpatient. Details surrounding hd therapy in the hospital were unknown. The patient was discharged from the hospital on (B)(6) 2017 continuing hd therapy outpatient and antibiotic therapy with cefepime.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was hospitalized from (B)(6) 2017 and received medications vancomycin and ceftazidime while in the hospital. The pd patient was switched to hemodialysis (hd) on (B)(6) 2017 and continued to do complete in-center hd without issues. The patient was given cefepime to continue once discharged from the hospital. Medical records were requested.